Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2010 and suture was used. On (B)(6) 2010, the patient experienced wound discharge and was treated with wound revision and wound care dressing three times per day. The event was resolved (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.